Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint reports the first revision for this patient due to infection. The primary surgery was done on (B)(6) 2015. A wash out and poly exchange was performed in april 2020. A second two stage revision was done in august 2020 and is captured in case-2020-00016529. Smith and nephew has not received adequate materials (operative reports or x-rays) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to infection. Initial surgery was performed on (B)(6) 2015, washout and poly exchange done approximately 5 months ago ((B)(6) 2020). No additional information regarding this event was provided at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.